Event description:
The user facility reported that the gas air duct at the end of the subject device was defective. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material stuck behind the forceps elevator. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the scope cover plate was detached, the adhesives were worn, the label on the scope connector was peeled, and the forceps channel port was deformed. A leak was observed between the distal end and plastic cover due to a chip at the distal end, and due to a scratch on the distal end cover, the insulation resistance was out of specification. Due to clogging of the air/water tube, water removal was out of specification. The image guide protector was damaged, the connecting tube was buckling, the universal cord was buckling, and the distal end was shaved. The lever arm demonstrated corrosion, the light guide lens and the adhesive around the objective lens, had discoloration. The air/water cylinder and suction cylinder had discoloration. Scratches were observed on switch #1, the switch box, the up/down knob, the grip, the light guide cover lens, the scope connector, and the scope connector cover. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material stuck behind the forceps elevator was a result of insufficient reprocessing due to a leak in the device. The root cause of this event was unable to be identified. The instructions for use include: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.